Event description:
Boston scientific crm received information that this left ventricular (lv) pacing lead did not capture at maximum outputs during a device replacement procedure. The lead was surgically abandoned, and the patient was to be scheduled for a lead extraction and new lv lead implant at a later date. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the extraction and implant procedure has not yet been performed. Boston scientific received new information that the lead extraction procedure was performed. During the procedure, this lead was observed to be dislodged. The abandoned lv lead was successfully removed and a new boston scientific lv pacing lead was implanted. No adverse patient effects were reported.